Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had the flu and high blood glucose of over 300 mg/dl. Customer stated that she gave herself 3 units of insulin and her blood glucose dropped to 45 mg/dl. Customer stated that she had a seizure due to the low blood glucose and treated with food. Nothing further was reported.